Manufacturer narrative:
Other, other text: evaluation results: one cadd ms3 pump was returned for investigation in good condition. They keypad and labels were intact. The customer reported product problem (pump randomly shutting off) was not evidenced in the event history log. During functional testing, the investigator was unable to replicate the customer stated problem. The pump did not automatically shut down after power up. The pump functioned as intended during testing. The device history record was reviewed and showed that this device met all manufacturing specification for product released for distribution. No issues were identified that would have impacted this event. The problem source of the reported product problem was unknown. A root cause was not established.

Manufacturer narrative:
Other, other text: additional information: received information indicating date of event and patient's initial, date of birth and gender. Fields updated: a1-3, b3

Event description:
It was reported that smiths medical cadd ms3 pump randomly shut off. No adverse effects reported.